Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check reveled blockage in the cartridge. The customer replaced the cartridge and resumed insulin therapy. Customer's blood glucose was 217 mg/dl.